Event description:
It was reported that during equipment testing conducted by a manufacturer sales representative, the drill operated while in the load mode. This event did not occur during a surgical procedure, so there was no patient involvement. No user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
The drill was received by the manufacturer and a device evaluation was conducted. The evaluation revealed that the rotor was damaged and the bearings were contaminated with debris. The rotor assembly and bearings were replaced, and the drill was returned to the user facility.

Event description:
It was reported that during equipment testing conducted by a manufacturer sales representative, the drill operated while in the load mode. This event did not occur during a surgical procedure, so there was no patient involvement. No user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
The device was returned to the manufacturer and an investigation is anticipated. A follow up report will be submitted if the investigation results require.